Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No serial number was provided, therefore no device or service history review could be performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) pt called technical services for assistance disconnecting from the cycler as he was in pain and was feeling like he was going to vomit. Later that day on (B)(6) 2015 the pt was admitted to the hospital. During hospitalization it was determined the pt had peritonitis due to touch contamination. The pt was discharged from the hospital on (B)(6) 2015.